Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump was ¿under infused¿. In the cardiac intensive care unit (cicu) a new bag of dobutamine 500mg/250ml was hung at 08:03 to be infused at 16.7ml/hour. At 23:03 the bag should've completed a full 250ml; however, at 23:11 the pump read that 240ml was still in the bag. At 23:20 the bag was removed and it was observed approximately 10ml remained in the bag (which contradicts the reported allegation of under-infusion). ¿the nurse reported that given that they typically under-program volume 10cc or so (so that the line doesn't run dry) and that there was volume remaining in the bag, lead them to believe that dobutamine had under infused.¿ the patient sustained a drop in their cardiac index to 1.6 that same day. The medical team assumed the drop in cardiac index was due to the under infusion of dobutamine. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was reviewed and the reported drug dobutamine was identified in the logs as a primary infusion at the reported rate of 8.4ml/hour with volume to be infused of 210ml two days prior to the event onset. No occlusion alarms. No air in line alarms occurred. No motor stall alerts were identified. Standby alarms were not identified on or around this infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.